Event description:
Customer reported paramedics were called to assist with her low blood glucose. Customer stated that she was passing out. No further details provided at time of call.

Manufacturer narrative:
Unit alarmed no delivery outside specification range on occlusion test. Unit had intermittent button response on up arrow button. Unit was programmed with 35.0 unit's basal rate and monitored. No frozen screen or button error alarmed noted.